Manufacturer narrative:
The reported failure of display issue is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU. The DHR for this device will not be reviewed at this time.

Event description:
The manufacturer received a report that a trilogy 100 ventilator was returned for recertification. No patient injury or serious harm was reported. The device was evaluated at a manufacturer service center. To date, inspection and servicing identified the need to replace the blower assembly, overhead blower filter, and inlet filter. The device's outer enclosure was cleaned. The rubber feet were found to be missing and were replaced. The handle was observed to be cracked and replaced. In addition, approximately one-half of the lcd screen was blank; therefore, the lcd screen was replaced. At the time of this report, the device evaluation was not fully completed. No additional information is available. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation, a follow up/supplemental report will be completed.